Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval: off-label, unapproved or contraindicated use (iliac artery diameter).

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 4.0 cm abdominal aortic aneurysm. It was reported that during the index procedure, the physician was removing the delivery system after the aui device had been deployed and the external iliac on the patient¿s left side tore. The delivery system was fully removed and a reliant balloon was inserted into the aorta to occlude flow. An incision was made to clamp the iliac artery and the physician was able to place an 8mm graft across the affected area with no issues. A 16x10x24 limb was then implanted to bridge the aui device and the 8mm graft. This reportedly resolved the event. The physician stated that the cause of the event was due to patient anatomy; specifically, a small (5mm) heavily calcified external iliac artery. No additional clinical sequelae were reported and the patient is fine.